Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill notification after loading a cartridge with 250 units of insulin. The customer's blood glucose level was 195mg/dl. A new cartridge was successfully loaded to resolve the issue.